Manufacturer narrative:
No bends or kinks were observed. A tear was observed on the soft cannula and fluid was observed leaving the tear. The timing and cause of the damaged soft cannula is unknown.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 20 mmol/l (360 mg/dl) while wearing the pod between 24 and 36 hours on the arm. Multiple corrections were administered using the pod, but the bg levels did not decrease. Insulin was noted to be leaking out. The pod was removed, and the cannula was found to be bent. A new pod was applied to treat the hyperglycemia.